Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric band. According to the reporter, the instrument would not toggle the needle. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended or time.